Manufacturer narrative:
Follow-up # 1 date of submission 01/20/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and no contamination or damage was found to any key contacts. Additionally, the bolus button cover was observed to be lifting from the pump casing, however the button functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. After the pump experienced moisture exposure, the buttons on the pump have become unresponsive. No moisture was observed inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.